Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. The customer cracked ampule to apply the product. Once he cracked the device, he rolled the product between his fingers to get more product to dispense. As he was rolling, a piece of glass penetrated the sheath and punctured his skin. It was unknown if the procedure was completed successfully, there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc- (B)(4). Additional information has been requested and received. Attempts to obtain device made and received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Bandage. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? Lab work. What is the status of the surgeon injury today? Injury healed and all labs were negative. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? Twice. Can you identify the lot number of the product that was used? Rlbeet. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes, returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. The analysis results found that the device was returned to for analysis. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.